Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/09/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. An error (1108) was found in the device log and the possible reasons for error were discussed with customer. The customer was provided with part information for auto zero solenoids. Multiple attempts were made to contact the customer to gather additional details; however, all attempts were unsuccessful and no additional information was provided.

Event description:
The customer reported a proximal pressure sensor auto zero failed (110b). There was no patient involvement.